Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was shocked externally for ventricular tachycardia (vt) as their implantable cardioverter defibrillator (ICD) may have withheld therapy inappropriately. The ICD remains in use. No further patient complications have been reported as a result of this event.